Event description:
It was reported to philips that the system fails to power on due to a blown f12 fuse on a allura xper fd20 biplane. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective f12 fuse and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).